Manufacturer narrative:
Sample measurements performed on (B)(6) 2015 were performed using the same sample as measurements that were performed on (B)(6) 2014.

Manufacturer narrative:
As the same sample tube was used for the analysis on different analyzers, sample specific issues can most likely be excluded. The patient was stated to be taking zerodol, which comprises of the active ingredients aceclofenac and serratiopeptidase. Aceclofenac is a non- steroidal anti-inflammatory drug analog of diclofenac. It is known that diclofenac exhibits various side effects and one of these relates to the binding of the thyroid hormones t3 and t4 to its binding proteins. This could possibly explain the high values for the ft3 parameter.

Manufacturer narrative:
From the information provided, a general reagent issue can most likely be excluded. The different values for the ft3 parameter may be induced by specific drugs taken by the patient. These drugs, and/or metabolites thereof may exhibit a different effect on the immunological components of the assays and may explain the different ft3 values measured.

Event description:
The customer reported that they received erroneous results for one patient sample tested for free triiodothyronine (ft3). The results generated on two e411 analyzers were higher compared to results from an abbott architect analyzer and an advia centaur analyzer. The customer states that the high ft3 results from the e411 analyzers do not correlate with the clinical status of the patient. This medwatch will refer to e411 analyzer serial number (B)(4), using ft3 reagent lot number 176695, with an expiration date of june 2015. (B)(6) for information concerning the e411 analyzer serial number (B)(4), using ft3 reagent lot number 178189 with an expiration date of 05/29/2015. The sample was initially tested on e411 analyzer serial number (B)(4) and resulted as 5.14 pg/ml (above normal reference range) accompanied by a data flag. The sample was repeated on the same analyzer and resulted as 4.83 pg/ml (above normal reference range) accompanied by a data flag. The sample was repeated on an abbott architect analyzer, resulting as 1.26 pg/ml (below normal reference range). The 1.26 pg/ml value was reported outside of the laboratory. An aliquot of this sample was frozen. A sample from the same patient was re-tested on two different e411 analyzers and also an advia centaur analyzer on (B)(4) 2015. It was asked, but it is not known if this sample is the same sample or if it is a new sample collected from the patient. A clarification has been requested. This sample resulted as 4.89 pg/ml (above normal reference range) accompanied by a data flag on e411 analyzer serial number (B)(4). The same sample was tested on e411 serial number (B)(4) in another laboratory, resulting as 4.97 pg/ml (above normal reference range) accompanied by a data flag. The same sample was tested on an advia centaur, resulting as 2.67 pg/ml (within normal reference range). The patient was not adversely affected.

Manufacturer narrative:
This event occurred in (B)(6).